Event description:
Carefusion field service representative called carefusion technical support to report a ventilator at one of our user facilities, that was autocycling. According to the field service representative, he was not able to correct the problem, by transducer calibration. There were no leaks. The ventilator was not on a patient when this incident occurred.

Manufacturer narrative:
(B)(4). The field service representative evaluated the ventilator, determined that the root cause of the event was a faulty gas delivery engine. He replaced the gas delivery engine to correct the problem.